Event description:
This is a medically confirmed case. A male patient received on (B)(6) 2019 a second infiltration with hymovis (hyaluronate sodium "hexadecylamine"), 24 mg/3ml gel for injection, via intra-articular route; for 2nd-3rd grade chondropathy to the right knee. The patient had already received a first vial of hymovis on (B)(6) 2019 and everything went fine. The same evening of the second injection, on (B)(6) 2019, the patient developed injection site joint pain and injection site joint swelling. On (B)(6) 2019 the patient developed synovitis of knee and fever. The events were reported as serious due to hospitalization. The physician initially prescribed ice, rest and pain medication. Following the tenth day with no improvement the physician performed an arthrocentesis, which detected corpuscular inflammatory fluid, and prescribed antibiotics and an infiltration with corticosteroids on (B)(6) 2019. The situation has improved, but a soon as therapy was stopped the knee swelling reappeared. The physician performed a second arthrocentesis on (B)(6) 2019 and had the synovial liquid analised, with negative results. The physician performed arthroscopic lavage of the knee, on (B)(6) 2019. The physician prescribed again antibiotics and corticosteroids. At the time of the reporting, the events were resolving. Reactions as described bt the primary source: acute arthrosynovitis to the right knee with localised inflammation; onset of intense pain with swelling on the evening of the day of the injection; fever. No concomitant medication was reported. No further information was available.

Manufacturer narrative:
Exemption number: e2011017. On 28 november 2011, the FDA granted the permission for the manufacturer fidia farmaceutici s.p.a. To submit a single MDR for adverse events that involve medical devices manufactured by fidia farmaceutici s.p.a. And imported into the USA by fidia pharma USA, inc. As a consequence, fidia farmaceutici s.p.a. (The manufacturer) is submitting this report even on behalf of fidia pharma USA inc. (The importer). The present MDR report satisfies the reporting obligations for both companies. This report comes from a physician through isf. Following the second intra-articular injection in the knee of hymovis, the patient had synovitis of knee, injection site joint pain, injection site joint swelling and fever. These reactions, except for fever, are all expected for the product, configuring an inflammatory reaction without infection (inflammatory synovial fluid). The case has been considered serious due to the admission to the hospital for arthrocentesis and further laboratory analysis. The events have been considered probably related to the product administration due to the temporal and response pattern relationship. Follow-up information: on 18-apr-2019, batch number for hymovis (b24200; expire date: 07/2021) was received. An investigation on the production and quality control documentation of the involved batch was requested. On 14-may-2019, the investigation results were received. The fidia's quality assurance department carries out the evaluation on documentation of production and of quality control analysis. A sterility test was performed on the labelled prefilled syringes of the finished product batch: b24180 of hymovis start 24mg/3ml, which was manufactured using the same semi-finished product batch used for the production of hymovis 2 sir. 24mg batch: n° b24200. The test resulted in compliance with the acceptance criteria. No anomaly was found. The manufacturer, following the documentary quality check, can rule out any anomalies of the product which was compliant with the specifications. Based on the performed investigation, the reported adverse events are not related to a possible defect of the product quality.

Manufacturer narrative:
Exemption number e2011017 on 28 november 2011, the FDA granted the permission for the manufacturer fidia farmaceutici s.p.a. To submit a single MDR for adverse events that involve medical devices manufactured by fidia farmaceutici s.p.a. And imported into the USA by fidia pharma USA, inc. As a consequence, fidia farmaceutici s.p.a. (The manufacturer) is submitting this report even on behalf of fidia pharma USA inc. (The importer). The present MDR report satisfies the reporting obligations for both companies. This report comes from a physician through (B)(6). Following the second intra-articular injection in the knee of hymovis, the patient had synovitis of knee, injection site joint pain, injection site joint swelling and fever. These reactions, except for fever, are all expected for the product, configuring an inflammatory reaction without infection (inflammatory synovial fluid). The case has been considered serious due to the admission to the hospital for arthrocentesis and further laboratory analysis. The events have been considered probably related to the product administration due to the temporal and response pattern relationship.

Event description:
This is a medically confirmed case. A male patient received on (B)(6) 2019 a second infiltration with hymovis (hyaluronate sodium hexadecylamide), 24 mg/3ml gel for injection, via intra-articular route; for 2nd-3rd grade chondropathy to the right knee. The patient had already received a first vial of hymovis on (B)(6) 2019 and everything went fine. The same evening of the second injection, on (B)(6) 2019, the patient developed injection site joint pain and injection site joint swelling. On (B)(6) 2019 the patient developed synovitis of knee and fever. The events were reported as serious due to hospitalization. The physician initially prescribed ice, rest and pain medication. Following the tenth day with no improvement the physician performed an arthrocentesis, which detected corpuscular inflammatory fluid, and prescribed antibiotics and an infiltration with corticosteroids on (B)(6) 2019. The situation has improved, but a soon as therapy was stopped the knee swelling reappeared. The physician performed a second arthrocentesis on (B)(6) 2019 and had the synovial liquid analysed, with negative results. The physician performed arthroscopic lavage of the knee, on (B)(6) 2019. The physician prescribed again antibiotics and corticosteroids. At the time of the reporting, the events were resolving. Reactions as described bt the primary source: acute arthrosynovitis to the right knee with localised inflammation; onset of intense pain with swelling on the evening of the day of the injection; fever. No concomitant medication was reported. No further information was available.